Manufacturer narrative:
(B)(6). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: what was the approximate size of the compressed vessel? Approx 6 mm, noted that the kidney was large. Patient was male, over 6 feet, 2" and thought the vessel may have been more robust than usual however did not notice any difference in "feel" of the device upon closure. Can it be confirmed that the entire compressed vessel was proximal to cut line? Yes. Device worked as intended and surgeon stated that everything looked good intra-op. He has used this device for over a year with no issues. Can it be confirmed that there was no extraneous tissue within jaws distal to cut line? Yes. No tissue past the cut line according to the operating surgeon. Did the surgeon wait 15 seconds prior to firing? No. Surgeon says his standard practice was to wait 5-7 seconds prior to firing. In today's case we counted together to 12 out loud. No issues today. During the initial procedure, were there any issues with the use of device? No. Were there any issues noted in regard to staple formation throughout the care of patient? No. Surgeon said everything looked the way it normally did. Issues were post op. Hemoglobin levels went down evening of surgery. Supportive measures applied - blood given. Patient did not rebound as hoped. Taken back into the theatre on saturday - approx 48 hrs post initial surgery. Hematoma removed from renal arteriol stump and a pulsing bleed was notice. Surgeon oversewed staple line and clipped for safe measure. What is the current patient status? Patient is fine now. He was a healthy live-donor at time of surgery. This incident has shaken the surgeon's confidence to a degree. The surgeon would be willing to discuss the issue/concern re: possibility of "too thick" of an ra and how to tell whether the device can handle the artery or not. Surgeon speculating that the vessel may have been too large for complete staple leg capture and leak was not apparent until bp changes occurred post op. Feeling that future "larger kidneys" he will either simply clip and cut, not use pvs or will staple and clip where there is enough room to apply. Is still not sure why it happened so many hours post op.

Event description:
It was reported that during a surgeon meeting - uncovered that on the weekend ( (B)(6)) one of his colleagues had to bring a living donor back into the or after donor kidney procedure (believe procedure was thursday (B)(6)) due to post op bleed. Surgeons did not know what caused the bleed but noticed the staple line had a hematoma which they removed. Noted that the site was "oozy all over" upon removal of the hematoma they discovered that the renal artery stump staple line had a small spurting bleed. They oversewed the staple line and stabilized the patient. Colleague I met with today said he and dr. Were speculating on bleed cause, whether the ra was too robust (larger than they usually encounter) or whether they pulled something off the stump that precipitated the bleed. They are not thinking stapler was cause of issue but are asking questions.

Manufacturer narrative:
(B)(4). Additional information obtained from conversation with surgeon: during the procedure the transection of the renal artery and vein all went well. The patient became hypertensive. IV fluids were given to patient. A 15 point drop in hemoglobin was observed. By morning the level was down to 87. During diagnostic imaging, a hematoma was noticed. The patient was brought back to the or and a 1.5-2 liter blood/hematoma was evacuated from patient. The renal stump, approximately 4.5mm, was noticed to be bleeding and was clipped. The staple line looked ok.